Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the customer reported issue. The system was tested and verified as ready for use. The iesu was analyzed and found that the issue could not be confirmed in system log review, as no corresponding errors were identified. Functional testing showed the unit powered on normally and successfully cauterized across all ports and instruments without issue. Erbe logs recorded errors c-00 and m-11. Visual inspection indicates the unit is in good cosmetic condition. The unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on log review but was not replicated during in-house testing by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe had a c-00 error observed. Technical service engineer (tse) guided the customer to power cycle the erbe; however, the issue persisted. The procedure was continuing with a third-party generator with no reported injury.